Event description:
A patient reported that their fasttake meter had missing segments and that it could have caused patient harm. Patient reported they felt dizzy, light-headed, tired and that they "did not want to die tonight". Patient had not tested for a couple of days due to the segments missing on the display. There was no comparison. Treatment was unknown. No further information has been reported.